Manufacturer narrative:
The exposed portion of the soft cannula was observed to be damaged. In addition to the damage observed on the soft cannula, a leak was observed on the exposed portion of the soft cannula. The leakage was caused by a small tear, which prevents the fluid from freely flowing through the fluid path and leaving via the distal tip of the soft cannula. The downloaded data did not show any timeouts or drive stalls that could indicate a failure of the device to deliver insulin. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Further inspection of the device found no other damages or defects that could contribute to a failure of the pod to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn between 4 and 24 hours on the arm. Hyperglycemia treated with a new pod.